Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed intermittent oversensing / double counting of r-waves post first shock noted on the stored ventricular tachycardia (vt)/ventricular fibrillation (vf) episode. Follow up was conducted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.